Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806229, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-13 . Medical device lot #: 1805237 , medical device expiration date: 2023-04-30, device manufacture date: 2018-05-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer-lok¿ syringe liquid flows along the plunger. During inspection it was noticed that stopper is damaged. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll without blister for investigation. Upon visual inspection of this sample, damage can be observed on the barrel between 20ml and 30ml mark of the scale. When the plunger is moved at this point the stopper results distorted against barrel walls, so this damage is the cause of the alleged leakage. DHR of lot 1805237 and 1806229 has been reviewed finding not finding any annotation or deviation regarding the alleged defect. This damage has been caused because the barrel result hit or caught against any manufacturing equipment during manufacturing process. The areas where pieces run are protected to avoid damage on product. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift.-printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit on barrel or because barrel resulted caught against any manufacturing equipment during manufacturing process.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer-lok¿ syringe liquid flows along the plunger. During inspection it was noticed that stopper is damaged. No serious injury or medical intervention was reported.